Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the patient experienced cardiac perforation and an echocardiogram showed a small pericardial effusion. Both the right atrial (ra) lead and right ventricular (rv) lead were repositioned and remain in use. The patient was scheduled for a transthoracic echocardiogram (tte) to determine if further intervention is indicated. No further patient complications have been reported as a result of this event.